Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing an increase in seizures. The patient was referred for replacement as the battery was reported to be low. The neuro states that the cause of the increase in seizures is likely related to the fact that the patient's device is at ifi (low battery). The patient also experienced status epilepticus as a result. Additionally the patient was experiencing thrombosis. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The generator was noted to be replaced prophylactically. The generator has not been received to date.

Manufacturer narrative:
Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission" "if explanted, give date; corrected information ; initial MDR inadvertently omitted information known prior to submission."